Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, and self-test. No blank display, low battery alarms, or unexpected battery power loss noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, abnormal behavior was noted towards the end of the graph. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. Per visual inspection it was determined that the ingress of water corroded electronic assembly, including internal and external battery connectors. Corroded electronic assembly led to the noted abnormalities found from the power graph. Isolate to electronic assembly. Unit was also received with the following cosmetic damages: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's alleged blank display was not confirmed when unit powered on successfully after new battery installation. However, customer allegations with exposure to moisture were confirmed when corrosion to the electronic assembly was found during deconstructive analysis, leading to the abnormal behavior found from the power graphs. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Fluid was present in the pump. The pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. The customer reported an issue with the pump display. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1712k was requested, and the customer response was the device will be returned.